Manufacturer narrative:
Corrected fields: h3: (device not eval provide code should remain blank), h6 (type of investigation, component codes). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse was able to start the iabp unit in diagnostics mode and was able to observe several error code #63 indicating the video generator board should be replaced. The fse turned off the iabp unit and attempted to run the iabp on a system trainer and test intra-aortic balloon (iab). Upon power up, the display would not show any information. Despite severally attempts, the display would not come up. The fse ordered the necessary parts then returned at a later date to replace the video generator board. Subsequently, the fse was able to check diagnostics and performance. Additionally, the fse performed preventative maintenance (pm) on the unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined (4118): a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not inflating. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not inflating. It would not fill. There was no patient involvement.